Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamps of 3 ce minicap extended life pd transfer sets could not be closed completely; further described as ¿difficult to close and open it¿. This issue occurred during use on a patient for peritoneal dialysis therapy. There was no obvious external damaged noticed. When this occurred, the transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: three (3) actual samples were received and evaluated. A visual inspection with the naked eye was performed with no issues noted. One sample did display the presence of an unknown dried substance in the threaded areas of the twist clamp. The dried substance appeared to be consistent with the application of a disinfectant or cleaner during use. Functional testing, including leak, clear passage, and clamp function testing were performed with no issues noted. Torque testing was performed on sleeve engagement for the opening and closing force and all samples were found to be within specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.